Manufacturer narrative:
The qc and calibration on the date of the event was within acceptable limits without alarms. There was no indication of a reagent performance issue. There were abnormal probe sucking and abnormal sample aspiration alarms on the date of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative found a possible reference electrode failure and blockage in ise (ion selective electrode module) flow path. He replaced the reference electrode, cleaned the ise block and observed the ise flow path, which appeared to resolve the issue. Calibration and quality controls were performed and no issues were observed. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results on a cobas 6000 c 501 module compared to results repeated on a different analyzer. Results for patient 1: the initial result was 153 mmol/l and the repeat result was 159 mmol/l. The initial result was questioned be medical staff which is why it was repeated. The repeated result was believed to be correct. The initial result was reported outside of the laboratory. Results for patient 2: the initial result was 130 mmol/l and the repeat result was 137 mmol/l. It is unknown if the results from patient 2 were reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.